Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. Debris and general damage was observed on the abutment. Based on product evaluation, there is no indication a manufacturing deviation contributed to the event reported. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured abutment.